Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that after stenting the pre-dilated mid lad with a xience v stent, a distal dissection was visible. Another xience v stent was distally implanted as treatment with good final results and non clinical complications. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Dissection is a known adverse event associated with coronary stenting as noted in the xience v instructions for use (IFU) and the risk assessment (ram). Additionally, the IFU also states that: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship to the product, if any cannot be determined.